Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the visual inspection has shown that the locking device is completely stuck / jammed tougher. It is not possible to loose the connection. Further investigation has shown that the thread sleeve is mounted in the wrong direction as intended (the laser mark "tip" must be down). Functional test: a functional test cannot be performed of the detected damage. With high excessive force of a extend hex - wrench and the locking device hold in a bench vice could the jammed parts release. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that the locking device is completely stuck / jammed tougher. It is not possible to loose the connection. Further investigation has shown that the thread sleeve is mounted in the wrong direction as intended (the laser mark "tip" must be down). With high excessive force the jammed parts could release. The surface of the thread at the screw and sleeve shown stress marks what can clearly definite as cold welding. We can only assume, that a wrong angulation of the screw during assembling leading to cold-welding between the screw and sleeve. Please also note our "important information with cleaning and sterilization instructions" to refer lubricate instruments with moving parts / threaded parts. Such lubrication to prevent this damage pattern (thread damaged). Such a dry threaded connection can also lead to jamming and this damage pattern. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 360.253, synthes lot: 7493243, supplier lot: n/a, release to warehouse date: october 07, 2013, expiration date: n/a, manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on an unknown date, the holding sleeve locking device failed to unscrew. Concomitant devices: holding sleeve (part: 314.110, lot: unknown, quantity: 1). This report is for a holding sleeve locking device. This is report 1 of 1 for (B)(4).